Event description:
The customer reported to olympus, during a procedure, the visera elite ii video system center was connected to a second monitor with serial digital interface (sdi) 2 channel and no image was noted. Subsequently, the intended procedure was completed with one monitor. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, no image output display was found on serial digital interface (sdi) 2 port. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating the intended procedure in this event was a therapeutic laparoscopic cholecystectomy [lc] procedure and there was no harm/injury to the patient or user. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image on the 2nd monitor could not be determined. Olympus will continue to monitor field performance for this device.